Event description:
It was reported that during a pci procedure, the pt graphix guide wire fractured. The patient presented with significant lesions in the right coronary, let anterior descending and circumflex artery. The physician was attempting to advance the guidewire through the circumflex lesion when it fractured. According to the physician, no "violence" was used but only light rotations and steering during the guide wire placement. The physician attempted to remove the fragment without success. Patient underwent CABG four days post procedure. They were unable to remove the fractured guide wire.